Event description:
During use of the hall powerpro pin driver to place a pin in a pt's hip, the inner housing that holds the pin broke apart. When this occurred, sharp metal shards shot out the back of the wire driver/drill. Three of the pieces where retrieved, the fourth was not. This case was a percutaneous case with very small incisions and because the other 3 pieces shot out on the floor, it appears that the missing piece was not in the pt. Fluoroscopy/x-ray was being used to guide the placement of the orthopedic hardware and showed no evidence of foreign body in the pt. This pin driver was brand new from the co and this was its first day of use. User facility has had repeated problems with reliability of this product. The co professes that user facility seem to be the only hosp in the area that is having these problems and has reported that no other facilities have reported issues/concerns.